Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5130466, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-4316, batch/lot number: 23543362, model/catalog description: clik anchor. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the leads and anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patients midline incision was not healing properly. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.